Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer declined troubleshooting for blank display and insulin pump was turned off after coming out of the pool. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked case (battery tube), cracked retainer, faded serial number label and minor scratches on lcd window.